Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a battery out limit alarm and a blank display. The blood glucose reading was 92 mg/dl. Customer was advised to clear the alarm and rewind the insulin pump. Nothing further was reported.